Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that one of the quadripolar lv lead's electrodes was not capturing.

Event description:
It was reported that thresholds and impedance increased to a high range on the left ventricular (lv) lead. The lead was reprogrammed during the course of the next day and remains in use. No patient complications have been reported as a result of this event.